Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the pump had moisture damage. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that the pump got wet in rain storm. The customer reported that the pump was delivering insulin before however now he thinks it was not. The pump was vibrating without alarm or alert and a constant tone was occurring. The customer also had something with button but it was not giving him insulin. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test. No unexpected constant tone or vibrating noted. No moisture damage found on the interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. However, found moisture damage on the lcd board and mother board. Insulin pump was received with intermittent button response due to corroded keypad traces. Insulin pump was received with cracked case at the display window corner, partially broken reservoir tube lip, cracked battery tube threads, stained end cap sticker, stained back address label, scratched case and minor scratched lcd window.